Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, bail covers, output connector, and battery drawer were broken. Analysis also found the main seal was contaminated and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.